Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced signal loss/missing high/low glucose alarms with freestyle librelink application. Smartphone compatibility with the use of freestyle librelink and the iphone 14 ios 18 and unknown software version has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported on abbott diabetes care (adc) device. During troubleshooting, it was determined that customer's phone model was not compatible. As a result, the customer was unable to obtain reading and glucose alarms. The customer experienced loss of consciousness and was unable to self-treat. The customer was brought to the hospital where the customer received unspecified treatment for the diagnosis of hypoglycemia by a healthcare professional (hcp). There was no report of death or permanent injury associated with this event.